Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. The patient experienced mesh pulled away from right side, adhesions, small bowel obstruction, distention, scarring, fibroadipose tissue, necrosis, foreign body reaction, inflammation, edema, abdominal pain, nausea, vomiting, constipation, infection, and recurrence. Post-operative patient treatment included suture repair of hernia recurrence, recurrence repair requiring placement of new mesh, small bowel resection, side to side anastomosis, hospitalization, placement of nasogastric tube, IV fluids, removal of mesh, and revision surgery.